Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported for blank screen and flickering screen he put a new battery and still didn't he tried to use just it and it will flicker and shut off and go back to blank screen. Customer is calling back with blank display after receiving new battery cap. Customer stated that display is blank. Customer reported that he was running high blood glucose due the pump having a blank screen. Customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No display anomalies or blank display anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.